Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient presented with hematuria and that the ventricular assist device (vad) exhibited rising power and flows. The patient was treated with systemic thrombolysis with success, however after treatment it was observed that the vad exhibited low flows. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the controller log files revealed an increase in power consumption starting (B)(6) 2018, thus confirming the high-power event. Log file analysis revealed a subsequent decrease in power consumption and estimated flows on (B)(6) 2018, thus confirming the reported low flow event. However, no alarms have been logged in the past 14 days of available data. Of note, it was reported that the patient was treated with systemic thrombolysis, which coincides with the observed decrease in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.